Manufacturer narrative:
Concomitant product -stimulator vari-stim iii 8562010h10 lot #70461300. (B)(4). The devices were returned to the manufacturer for evaluation. The analysis is currently underway. Conclusion code: product description and indications for use - the device is intended for the stimulation of exposed motor nerves or muscle tissue to locate and identify nerves and to test nerve excitability. Contraindications - the device is not indicated for use when paralyzing anesthetic agents are being used as they will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Warnings: due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and grounding needle. During surgery, a lit led confirms delivery of current. If the led is not activated intraoperatively, the unit can be tested by touching the probe tip to the ground needle. This instrument is not designed to determine the degree of neural viability.

Manufacturer narrative:
(B)(4). The results of the investigation found the event is likely the result subsequent to modification of the product. Two vari stim iii nerve locators were returned with portions of inner pouches and labels confirming the item and lot number for both samples (item # 8562010 / lot # 70461300). A probe cover was returned with one separately, as it could not be placed on the probe due to the probe being bent at a severe angle. Samples were visually examined and it was noted that the probe tips were both bent beyond the specification. A tracing of these was made and the bend was measured with a protractor. On the first sample, where two separate angles are visible, the first angle does fit the specification of a 20 degree angle. There is an additional bend in the probe measuring 30 degrees. The drawing does not give a second angle, and shows the probe ending in a straight line. The second probe has a sharp 65 degree angle starting at the base of the probe. Per the drawing, the bend should begin at approximately 0.8 inches from the end of the knob. The results are indicative of modifications made to the device. A fluke 21 multimeter was used to measure the amperage at each setting. Readings were taken across the grounding needle and probe tip. Continuity was checked by rotating the knob through the loose play which is easily felt at each setting. Additionally, the led lighting was checked at each reading. Both samples tested demonstrated an led pass light. In conclusion, the product analysis confirmed the reported malfunction "not stimulating" as a result of use error subsequent to modifications of the product. The instructions for use warns: do not bend the probe tip as the device may become damaged and malfunction.

Event description:
It was reported that during surgery, two of the surgical nerve locators did not work and had to be removed and replaced. The procedure was completed without injury to the patient.